Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep stated that the fall occurred because the screw was loose on their chair and the chair collapsed. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-09. The rep indicated that it was unknown how the implantable neurostimulator (ins) was affected by the fall and there was no lead migration. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient started reaching limits with the battery and they could not increase any further. The rep stated the patient fell off a chair in the last week. They stated impedances ran and were all within range. The rep reprogrammed conventional stimulation by adding more anodes and cathodes to each group. The rep stated the issue was resolved. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.